Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), product type lead; product ID neu_stylet_acc, lot # unknown, product type accessory; product ID 97791, lot # unknown, product type accessory. (B)(4). Analysis of the anchor found no significant anomaly. Analysis of the lead (s/n (B)(4)) found the conductor broken from the distal end.

Event description:
It was reported that there was a prophylactic replacement. It was reported that the lead had backed out of the original implanted lo cation. The physician elected to remove the lead and replace it with a new lead. It was reported that the anchor appeared to be intact and very secure around the lead. It did not appear that the lead ¿backing out had anything to do with the anchor.¿ it was reported that there were no customer concerns, quality or product performance issues or patient symptoms with this event. It was reported that lead migration was confirmed with x-ray. It was reported that the x-ray was done on (B)(6) 2013, just a couple of days after the patient¿s implant. It was reported that reprogramming was tried before the lead revision but it was not successful. It was stated that the patient was doing ¿very well now.¿